Manufacturer narrative:
Batch review performed on 23 december 2020: lot 2005703: (B)(4) items manufactured and released on 14-jul-2020. Expiration date: 2025-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: one month after primary cemented tka recurrent luxation of patella requires reoperation. The femoral and tibial components look perfectly implanted and they were kept in place. Adjustments to soft tissue tensioning as well as use of a thicker insert were performed in order to improve joint kinematics and stability. No malfunction of any of the involved devices was reported and should not be suspected. Additional item involved in the event: gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (02.12.0510fl) lot. 2001710. Batch review performed on 29 december 2020: lot 2001710: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Primary surgery performed on august 2019. On the (B)(6) 2020 liner was revised and patella was resurfaced for unknown reasons. On the (B)(6) 2020, the patient underwent additional surgery due to patellar luxation. Inlay change to a higher one (12mm inlay) and patellar modification (bone, tendon, releases etc.) For a better tension and patellar tracing, patella implant was not revised. There was no instability. Liner revised with a higher one to increase the tension at the patella against the femur, the risk of luxation is thus reduced.